Event description:
Rptr feels that hot biopsy forceps alligator type 2.3 mm sheath is a hazard to use. Rptr has had several instances of excessive bleeding following the use of the hot biopsy forceps and will not be using the device anymore because of the problems that have arisen.